Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Data logs were reviewed, and no relevant information was found in the logs. Console was returned fore evaluation. The reported complaint was confirmed; leaked purge fluid was observed contaminating the area around the purge disc retainer. The purge fluid was causing the purge disc detect flag to malfunction; when a purge disc was inserted, the console was unable to detect it. The purge motor and purge pressure sensor were tested and confirmed to be working correctly. The cause of the aic issue was contamination of the purge disc flag due to purge fluid ingress. Added d9 device return date corrections to the initial MFR report: f6/f8 should have been left blank. G1 MDR reporting contact email.

Event description:
The user facility reported a 29-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported that the automated impella controller (aic) had a purge leak. The purge cassette (pc) and the aic had leakage at the rear of the purge pressure transmitter and instructions for use were followed. The aic and pc were removed from service. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿